Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call on (B)(6) 2018 that patient had a high blood glucose level of 493 mg/dl. No further details were given. Troubleshooting did not occur. Product will not be returned for analysis.